Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The devices were not evaluated, as the customer did not make the devices available for evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction event(s), where it was reported there were accessible sharp metal edges. There was no patient involvement.